Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Cause was not known. Emergency medical services were called when the customer was ¿nonconscious¿. Customer was taken to the emergency room (ER) where they received intravenous fluids of saline and antibiotics. The customer was released the next day with issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin delivery.